Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04820 & 04822).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient was revised on (B)(6) 2014 due to pain. Revision operative report noted the presence of synovial fluid and scarring. The acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue and elevated metal ion levels. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.